Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the pulse generator is set to high outputs or paces at a fast rate, the competitor's atrial lead captures the ventricle. This is not observed at lower outputs. This behavior was noted with the patient's previous device as well. The device remains in use. No patient complications were reported as a result of this event.